Event description:
It was reported that during use of this wire driver attachment in a percutaneous pinning of the hand, the device left a tatoo-like mark on the patient's skin where the wire was inserted. During this procedure, the surgeon removed this skin mark by taking away an area of skin from around the wire. The area of skin removed was compared to the size of a freckle. The procedure was completed as intended and no additional treatment was needed.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the pin driver attachment was received for evaluation and the reported problem was unable to be confirmed. During testing of the device, it functioned to specification.